Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloon was burst, and it was initially placed on (B)(6) 2022. Additional information was received and stated that there was a hole in the balloon and no fragmented pieces left inside the patient. There was no harm reported.

Manufacturer narrative:
The device history record was reviewed. No abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The product was manufactured on 27-apr-2021. The device was received for evaluation and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue. The root cause and the action plan will be documented through CAPA.

Manufacturer narrative:
The device history record was reviewed. No abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The product was manufactured on 27-apr-2021. A sample have not yet been received at the manufacturing site for investigation. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Since the device is provided by an external supplier, a corrective action (CAPA) has been generated to the supplier to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.